Manufacturer narrative:
The tech found the lower lift link sensor was disconnected from the head hi/low sensor. The tech reconnected the sensors to repair the bed.

Event description:
Info received indicates the bed will not go into the trendelenburg or reverse trendelenburg position.